Manufacturer narrative:
G.1 contact office (and manufacturing site for devices) or compounding outsourcing facility corrected to (B)(6).

Manufacturer narrative:
The sensor triggered a true led disconnect alarm as it was determined the sensor led would not light up and the led during the qc test experienced an intermittent crash.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 24th,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.